Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A manufacturer representative went to the site to test the equipment. It was reported that the x-stage cover had a small dent in it, it did not need to be replaced. The imaging system passed the system checkout and was found to be fully functional.

Event description:
Medtronic received information regarding an imaging device being used outside of a procedure. It was reported that while the system was being docked, the tech wasn¿t paying attention to the collision zone and accidentally hit the x-stage. No patient was present at the time of the event.